Event description:
During ptca treatment procedure, the quantum maverick monorail balloon ruptured at 16 atm on the initial inflation. The lesion being treated was a very calcified, 90% stenotic lesion in the mid right coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'